Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that b30 occurred due to faulty scope socket. The cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, as noted in b5, a b30 scope communication error was discovered due to a faulty scope socket. Additionally, the housing was found damaged ¿ confirming the user¿s initially reported event. Furthermore, a non-olympus lamp was installed in the device, and provided a meter reading of 500+ hours of use. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source¿s front cover was beginning to separate from the unit. According to the initial reporter, he could hear rattling around inside. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that unit was producing a b30 scope communication error. This report is being submitted to capture the b30 scope communication error found during the device evaluation.